Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode. A follow up with the patient¿s healthcare provider yielded that the device was reprogrammed and continues to be monitored. The device remains in use. No further patient complications have been reported as a result of this event.